Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench and our automated testing equipment. All of the low voltage test specifications were normal. The cause of the damage could not be determined.

Event description:
It was reported that the patient presented to the clinic after receiving a shock. Device interrogation revealed aborted shocks and displayed an alert for possible output circuit damage. The device was explanted and replaced.